Event description:
The pump was replaced due to a "mechanical complication of device." There was reported to be no patient injury. The patient recovered without sequela. The device system was used to deliver compounded baclofen.

Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.